Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) due to an infection. No patient complications were reported in relation to this event.